Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was an error in the loudspeaker. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Correction: box d model number a philips field service engineer (fse) evaluated the device and confirmed the issue was due to a faulty multi-parameter board. The multi-parameter board was replaced. The device was confirmed to be operating per specifications after repair and placed back into use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.